Manufacturer narrative:
The adverse events were not specifically related to the medtronic device as per the physician. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia thoracic stent graft was implanted in the patient for the endovascular treatment of a major iliac vein hemorrhage during abdominal surgery. Completion venography showed absence of extravasation and the patient was transferred to the intensive care unit with an open abdomen and packed retroperitoneum. The following day, a relaparotomy was performed for removal of the gauzes. Venography showed absence of bleeding but partial thrombosis of the stent graft because anticoagulation was contraindicated, a vena cava filter was placed. The patient made a good clinical recovery; however, there were evident signs of a deep venous thrombosis of the left leg and a compression neuropathy of the sciatic nerve. The patient was treated with a direct oral anticoagulant and compression therapy of the left leg. One month after surgery, the vena cava filter was removed and 2 days later the patient was discharged. At 4 months of follow-up, there were no post-thrombotic complaints or edema of the left lower leg. The sciatic nerve neuropathy persisted with numbness of the left lower leg. No additional clinical sequalae were reported and the patient will be monitored.